Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and ran dry, wetwater and wetwash1 background tests. The cse replaced the wash1 reservoir and bottle, and emptied and refilled the waterbulk bottle and reservoir. The cse replaced and re-routed the pinch tubings and performed a daily cleaning procedure. In a follow-up visit, the cse performed a preventive maintenance, and cleaned and lubricated the instrument. The cse also cleaned the luminometer, replaced the reagent 3 (r3) bend probe and performed the alignment. The cse performed a daily cleaning, instrument priming and ran quality controls. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample when run in duplicate on an advia centaur xp instrument. The first result of the duplicate run generated a correct value, while the second result was higher and discordant. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument and both replicates resulted lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.